Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Tandem technical support replaced the broken cable. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.